Event description:
The customer originally returned the evis exera ii ultrasound gastrovideoscope due to a connection issue noted during preparation for a therapeutic procedure. Additional details relating to the patient and the event have been requested, but are unknown. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the device was cracked and peeling. This report is being submitted to capture the peeling adhesive noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. An error window was noted on the image screen due to fluid invasion. Additionally, as noted, the distal end adhesive was peeling off. The device also failed the leak test due to a leak noted at the air/water inlet because it was loose. The forceps' adhesive was peeling. Button number one on the switch was cut. The control body, the scope connector, insulation, and ultrasound connector all had fluid invasion and consequent corrosion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, several damages were confirmed at the tip, therefore it is likely that external force was applied to the tip. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.